Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a result of 473 mg/dl. Within 15 minutes, a venous sample, obtained from the same pt, measured 219 mg/dl, in the facility's lab. No pt injury was reported. Reporter stated that the pt had been admitted to the hosp for treatment of diabetes, hyperglycemia, and dehydration. Pt's current condition: "ok." Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Tecnical support requested the return of the suspect product and replacement product was shipped.